Manufacturer narrative:
Submit date: 02/27/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports there are dead pixels on the display causing half of the screen to be blank. No patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of dead pixels on the display causing half of the screen to be blank. The unit was triaged and the customer¿s reported condition was confirmed. The potential root causes are the use of an unauthorized power adapter by the user and/ or a possibly defective component. A review of the device history record shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.